Event description:
It was reported that (6) devices were used during an unknown procedure. It was reported by the rep that the (6) tim20 clip appliers all had the same problem that they kept sticking and wouldn't release properly. Another device was used to complete the case. There was no consequence to the pt.